Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that the reservoir had possible site or set occlusion. Customer stated that she was getting no delivery alarm. Customer's blood glucose was 46 mg/dl. Customer stated she treated with food. Customer stated the alarm was resolved by reservoir change. Advised the customer it could be an issue with connection between the reservoir and infusion set. The customer was assisted and with the priming and reservoir started to move without issues. Advised the customer that reservoir and infusion would be replaced and to call back if she continues to have issues. No further info provided.